Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on 05/02/2025. On approximately 05/08/2025, the patient experienced inaccuracies with discrepancies of approximately 60-70 mg/dl point off. The patient stated the cgm displayed values above 100 mg/dl while the bg checked gy emergency medical technician's were reading between 20-35 mg/dl. He recalls being treated with glucose via IV. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 5 reports for the same patient. Related records: (B)(4).